Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient having mis tlif (minimally invasive transforaminal lumbar interbody fusion) for l2-3 hivd (herniated intervertebral disc). It was reported that during the procedure, the surgeon completed sizing and selected the appropriate implant for insertion. The expansion process proceeded smoothly until the implant reached maximum apposition with the endplates. At that point, the surgeon experienced a sudden loss of resistance (spinning/free-wheeling). Upon removing the inserter, it was discovered that the inner ring (internal component) of the implant had detached. After retrieving the detached inner ring, the surgeon confirmed that the implant maintained its expanded height without collapsing. There were no patient symptoms reported. There were no further complications reported regarding the event.